Manufacturer narrative:
Per data log analysis, the log covered from (B)(6) 2019 to (B)(6) 2019. For that entire period, the system was powered at the main (splash) screen with no user activity. Based on other module logs the system had been powered up since (B)(6) 2018. On (B)(6) 2019 at 12:02:03 am, the central control monitor (ccm) reported "error process gui died" and displayed "system computer needs service". Leaving the system powered up for that period of time may have contributed to the issue. During laboratory analysis, the product surveillance technician (pst) observed the ccm to function normally throughout the evaluation.

Manufacturer narrative:
Updated blocks: b3 and h6. The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint as the central control monitor (ccm) functioned as intended throughout the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.